Manufacturer narrative:
Batch review performed on 12 december 2018. Lot 155091: (B)(4) items manufactured and released on 23 november 2015. Expiration date: 2020-11-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by r&d product manager on november 21, 2018. From preliminary visual investigation, it is not possible to determine an implant-related root cause. Images show femoral stem covered by biological fluids. Clinical evaluation performed by medical affairs director on december 12, 2018. Proximal stem loosening in a cementless primary tha after 2.5 years. The radiograph shows a stem slightly in valgus position and with strong distal cortical contact, but we cannot draw any conclusion as to the relevance of these observations to the loosening event. Aseptic loosening is a possible adverse event connected with tha, described in literature. We have no reason to suspect a faulty implant in this case.

Event description:
Revision surgery due to stem loosening 2 years and 6 months after the primary. The stem was loose at his proximal part, the distal part was well integrated.